Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, adapter converter, oil mist filter and nylon tubing were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(4) 2016.

Event description:
A customer reported an event of an "exhaust like smell" (odor) emitting from the sterrad nx sterilizer three to five minutes prior to cycle completion. The customer stated the cycles are completing however lately the issue has been occurring frequently. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), and system risk analysis (sra). ¿ the DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. ¿ the sra shows the risk for exposure to odor/smells to be "low." No parts were available for return and analysis. The assignable cause of the odor/smells issue is the catalytic converter, catalytic converter adapter, vacuum pump oil, oil mist filter, and nylon tubing. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.